Event description:
The customer reported the ventilator lost ac power, alarmed and switched to backup battery power which subsequently became depleted during extended use, causing the ventilator to shut down and alarm. The customer reported the ventilator was in use on a pt, and there was no pt harm. The respironics service tech confirmed the ventilator had no ac power. Review of the diagnostic log showed the device had been running on backup battery power which became depleted as expected during extended use. The back up battery functioned until it depleted causing the ventilator to shut down and alarm. The service tech replaced the power supply to correct the problem and performed extended self test (est) and performance verification testing. All tests passed to operating specifications. The power supply was returned to the factory for failure analysis. Testing of the power supply identified an open fuse.